Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo controller was not doing anything. During troubleshooting, fse pulled up device software and tried re-installing it also, checked in cabinets and found defective control module. Fse replaced geo control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module is not working. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the geometry control module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.